Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported events and patient¿s outcome could not be conclusively determined through this evaluation. It was reported that the device will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists device thrombosis, respiratory failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management,¿ outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿anticoagulation,¿ provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to natural causes. Leading up to the death, the patient was noted to have respiratory distress and shortness of breath and was put on palliative care. It was also noted that the patient had thrombosis in their outflow graft. The death was not considered to be device related and the device operated as expected.